Manufacturer narrative:
Hamilton medical ag comes to the conclusion: in summary, the logfile analysis confirmed the occurrence, timing and the reported technical failures technical fault (tf) 233003 and tf 233004 of the event. Te 233003 & 233004 happend during hiflowo2 therapy. The complete device had been tested by service schweiz hamilton medical and no failure had been found. The root cause could not be idenftied. Therefore, no corrections were performed.

Event description:
The following was reported to hamilton medical ag: tf 233003 und tf 233004 occured during ventilation (hiflowo2) . Summary: device alarms with low prio: technical event: 233003 - autozero paw fail technical event: 233004 - autozero qaw fail ventilation continues.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: tf 233003 und tf 233004 occured during ventilation (hiflowo2) . Summary: device alarms with low prio: technical event: 233003 - autozero paw fail, technical event: 233004 - autozero qaw fail. => ventilation continues.